Event description:
It was reported there was a channel error on the pump module, further reported that when the pump was changed due to channel error there was unrestricted flow of medication without pump module being programmed. On (B)(6) 2022 milrinone (200mg/100ml) was programmed to infuse at .2mcg/kg/min (11.16ml/hr). When rn came back to assess patient, noted the medication was changed to a different pump module due to original pump module having a channel error, however medication had not been restarted. Nurse scanned medication and new pump module, selected rate/dose change instead of new infusion, however did not press start. Nurse noted patient's blood pressure decreased and hear rate increased. Nurse administered sedation medication. Nurse noted the bag of milrinone was empty with medication in the drip channel however nothing was infusing. No further harm to patient.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) .the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a channel error on the pump module, further reported that when the pump was changed due to channel error there was unrestricted flow of medication without pump module being programmed. On (B)(6) 2022 milrinone (200mg/100ml) was programmed to infuse at .2mcg/kg/min (11.16ml/hr). When rn came back to assess patient, noted the medication was changed to a different pump module due to original pump module having a channel error, however medication had not been restarted. Nurse scanned medication and new pump module, selected rate/dose change instead of new infusion, however did not press start. Nurse noted patient's blood pressure decreased and hear rate increased. Nurse administered sedation medication. Nurse noted the bag of milrinone was empty with medication in the drip channel however nothing was infusing. No further harm to patient.

Manufacturer narrative:
Additional information: imdrf annex a, c, d and g codes.

Event description:
It was reported there was a channel error on the pump module, further reported that when the pump was changed due to channel error there was unrestricted flow of medication without pump module being programmed. On 3/6/2022 milrinone (200mg/100ml) was programmed to infuse at .2mcg/kg/min (11.16ml/hr). When rn came back to assess patient, noted the medication was changed to a different pump module due to original pump module having a channel error, however medication had not been restarted. Nurse scanned medication and new pump module, selected rate/dose change instead of new infusion, however did not press start. Nurse noted patient's blood pressure decreased and hear rate increased. Nurse administered sedation medication. Nurse noted the bag of milrinone was empty with medication in the drip channel however nothing was infusing. No further harm to patient.